Manufacturer narrative:
Device evaluation summary: the explanted device was returned and evaluated by edwards lifesciences. Heavy calcification was observed in the cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp area of leaflet 2, and minimal to moderate calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 1 exhibited moderate to heavy calcification, free margin of leaflet 2 exhibited moderate calcification, and free margin of leaflet 3 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. Stent and leaflets were separated from wire band. Commissure 3 wireform was also exposed on outflow aspect. Device evaluation confirms heavy calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, request for patient medical history was denied by the hospital. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.

Event description:
It was reported by hospital nurse that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 9 years ue to severe degeneration and stenosis. Patient was experienced exertional chest pain and fatigue. No further information provided.